Event description:
It was reported that the motor drive unit was noisy and vibrated when activated. The customer reports that he doesn't know if the noise is coming from inside of the unit or if the cpc coupler is the source of the issue. There was no patient involvement.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The motor drive unit was noisy and vibrated due to a defective cpc coupler.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.